Event description:
It was reported that stent fracture, inadequate insufficient apposition, and non st elevation myocardial infarction occurred. On (B)(6) 2020, an icp procedure was performed on a calcified lesion located in the ostial right coronary artery (rca). A 2 x15 balloon and a 3 x 15 balloon were advanced to predilate the target lesion. After predilitation, a 3.50 x 16mm synergy megatron was advanced and deployed. Angiography was performed and a review of the images revealed a good result. The procedure was completed and no patient complications resulted in relation to the event. On (B)(6) 2020, three months after the procedure, the patient presented with an infarto agudo de miocardio sin elevacion del segmento st (iamsest). Iamsest translates from spanish to english as non st elevation myocardial infarction (nstemi). It was noted that the patient was asymptomatic since the previous procedure. An optical coherence tomography (oct) technique was performed and revealed a broken stent and underexpansion in the ostial part of the right coronary. Angioplasty was performed with a shockwave technique. The procedure was completed with a non boston scientific stent device and the result was good. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device/media analysis: the device was not returned for analysis and is not expected to return as the device was implanted. However, media was received for analysis. A review of the media provided could identify the alleged stent fracture as a gap was noted in the mid stent region of a proximally deployed rca stent. As no connectors can be seen between the 2 fractured regions which could indicate more of a strut displacement of a stent that conforms to the lesion anatomy, it is most likely that a complete separation of the strut rows occurred and this is confirmed by the review of the images available.

Event description:
It was reported that stent fracture, inadequate insufficient apposition, and non st elevation myocardial infarction occurred. On (B)(6) 2020, an icp procedure was performed on a calcified lesion located in the ostial right coronary artery (rca). A 2 x15 balloon and a 3 x 15 balloon were advanced to predilate the target lesion. After predilitation, a 3.50 x 16mm synergy megatron was advanced and deployed. Angiography was performed and a review of the images revealed a good result. The procedure was completed and no patient complications resulted in relation to the event. On (B)(6) 2020, three months after the procedure, the patient presented with an infarto agudo de miocardio sin elevacion del segmento st (iamsest). Iamsest translates from spanish to english as non st elevation myocardial infarction (nstemi). It was noted that the patient was asymptomatic since the previous procedure. An optical coherence tomography (oct) technique was performed and revealed a broken stent and underexpansion in the ostial part of the right coronary. Angioplasty was performed with a shockwave technique. The procedure was completed with a non boston scientific stent device and the result was good. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device/media analysis: the device was not returned for analysis and is not expected to return as the device was implanted. However, media was received for analysis. A review of the media provided could identify the alleged stent fracture as a gap was noted in the mid stent region of a proximally deployed rca stent. As no connectors can be seen between the 2 fractured regions which could indicate more of a strut displacement of a stent that conforms to the lesion anatomy, it is most likely that a complete separation of the strut rows occurred and this is confirmed by the review of the images available. Correction: h1: type of reportable event: from: malfunction to: serious injury.

Event description:
It was reported that stent fracture, inadequate insufficient apposition, and non st elevation myocardial infarction occurred. On (B)(6) 2020, an icp procedure was performed on a calcified lesion located in the ostial right coronary artery (rca). A 2 x15 balloon and a 3 x 15 balloon were advanced to predilate the target lesion. After predilitation, a 3.50 x 16mm synergy megatron was advanced and deployed. Angiography was performed and a review of the images revealed a good result. The procedure was completed and no patient complications resulted in relation to the event. On (B)(6) 2020, three months after the procedure, the patient presented with an infarto agudo de miocardio sin elevacion del segmento st (iamsest). Iamsest translates from spanish to english as non st elevation myocardial infarction (nstemi). It was noted that the patient was asymptomatic since the previous procedure. An optical coherence tomography (oct) technique was performed and revealed a broken stent and underexpansion in the ostial part of the right coronary. Angioplasty was performed with a shockwave technique. The procedure was completed with a non boston scientific stent device and the result was good. No patient complications were reported in relation to this event and the patient was reported to be stable following the procedure.